Manufacturer narrative:
Initial and final MDR 1892791 - MDR 3003442380-2024-09635 - device 4 of 20

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient faced similar adhesive events with 20 infusion sets as they fell off during use within 1 day for all events. The patient confirmed to be doing physical activity/sweating, swimming, or bathing at the time the set fell off. Patient also confirmed use of dressing or tape over the infusion set. The area of insertion was cleaned, air-dried and free of hair. Patient replaced infusion set and resumed insulin successfully. No further information available.